Event description:
Customer called to report event which occurred in 2002. Group a positive units were mistakenly crossmatched to a group o positive patient. Two of three units were compatible in anti-igg gel card. One unit was partially transfused to the patient. Customer stated that the patient did not suffer any adverse effects from the partially transfused unit. There was no report of harm as a result of this event.